Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The manufacturing location for this product is bawal, india. This site is not registered with the FDA. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number.

Event description:
It was reported that 6 bd venflon¿ pro safety shielded IV catheters' needles were found rusted/discolored. The following information was provided by the initial reporter: "rust/discoloration noticed on stylet."

Manufacturer narrative:
The following fields have been updated due to additional information: d9: device available for eval?: yes. D9: returned to manufacturer on: 21-mar-2023. H6: investigation summary: samples and photos were received by bd for evaluation. A quality engineer was able to review the pictures and inspect the returned samples for the reported issue of rust/discoloration from lot number 2295433 and product number 391593. The device history review of material number 391593 with lot number 2295433 was checked and there was no quality notification found on this lot number from its production date to its dispatch on date. The investigating team has also used the retention samples for investigation of the reported defect. The investigation and simulation were carried out on 1 retention sample, where the investigating team has visually tested the samples for rust/discoloration. No rust/discoloration was found on the retention sample. The original contaminated sample was used to investigate the complaint of rust/discoloration and it was found that the sample does not show any defect of rust/discoloration it seems to be a dried blood spot on cannula. The exact root cause could not be determined. The complaint cannot be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that 6 bd venflon¿ pro safety shielded IV catheters' needles were found rusted/discolored. The following information was provided by the initial reporter: "rust/discoloration noticed on stylet."